Event description:
The MFR's rep reported that the pt is experiencing increased spasticity and return of dystonia symptoms. The rep did not have any specific details regarding the pt, drug or treatment of this event. The pt is currently reported to be "fine".